Event description:
In (B)(6) 2010, I was implanted with 2 transvaginal implants. I was implanted with ams monarc sling and j and j ethicon gynecare soft prolene mesh for rectocele repair. I had heavy bleeding and pain for 3 months following the implants. I continued to have pain, discharge, bleeding (on and off), infections, bowel problems, immune system problems, anemic, unable to have sexual relationship with spouse, then discovered the mesh was eroding and kept feeling worse with more pain and problems each and every day. No medicines would cure the infection or help with continuing problems. In (B)(6) 2013, I had both implants removed completely. I lost extreme about of blood and had to have a 4 unit transfusion. The mesh was embedded into my urethra, infiltrated into my rectum, cemented to my pubic bone. Every touch during surgery caused gushing of blood and oozing of infection. The pathology reports showed a severe strep infection and a rare staph infection called lugdunensis in the mesh. I am still having pain in legs from muscle and nerve damage, urinary leakage, anemia and other problems.